Manufacturer narrative:
Investigation summary no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the batch and expiration were found on the pen needle bd ultrafine 31gx5mm /10ea label before use, but there were no preceding descriptors indicating they were the lot and expiration date. The following information was provided by the initial reporter, translated from spanish to english: "the product is found with batch and expiration labeling; however they are not preceded by the descriptor/title/symbol lot or lot. And exp."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the batch and expiration were found on the pen needle bd ultrafine 31gx5mm /10ea label before use, but there were no preceding descriptors indicating they were the lot and expiration date. The following information was provided by the initial reporter, translated from spanish to english: "the product is found with batch and expiration labeling; however they are not preceded by the descriptor/title/symbol lot or lot. And exp."